Manufacturer narrative:
The reported events were lead twisted and lead dislodgement. A complete lead was returned in one piece for analysis. The damage was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the physician retracted and extended the helix of the right atrial lead several times. It was discovered that the lead was twisted and had moved from the target location. A new lead was used instead. The patient was stable after the procedure.